Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7071793.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection. The patient underwent a revision procedure where the lead extensions were explanted. The explanted devices were not returned to bsc.